Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that a white reload is used, which cannot be mounted to the endo-cutter due it presents a defect. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2022 the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.